Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a follow-up in clinic. A stored electrogram revealed the patient¿s device was far field p-wave oversensing on the ventricular lead. No inappropriate therapy was delivered. Programming changes were discussed. The patient was stable throughout.